Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 14865495.

Event description:
It was reported that during an ipg revision, the patients leads had high impedance. The leads were wiped with wet and dry and reseated. The patient was doing well post operatively. The device was remain implanted.